Event description:
This device has not been returned and therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitely confirm how the device may have contributed to the complaint incident. We will continue to monitor this type of observation in order to ensure that there is no compromise with product quality. Please consider this a final report. If further information is received, an amended report will be provided.

Event description:
Boston scientific received information that the patient with this pacemaker, experienced a syncopal episode and was subsequently hospitalized. The device was interrogated and revealed oversensing and noise, which was reproducible during pocket manipulation. The device was reprogrammed and the patient was sent for additional device testing as no lead information is available at this time. A boston scientific technical services (ts) consultant was contacted. The device remains in service and the patient will remain hospitalized for monitoring. No additional adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services (ts) consultant reviewed the printouts and discussed that the noise and oversensing on the right ventricular (rv) channel led to ventricular aystole greater than two seconds. The rv sensing configuration appeared to be in unipolar which the agent advised this sensing can increase the probability of oversensing. According to the ingenio reference guide the preferred setting for this device is a fixed sensitivity for pacemaker dependent patient instead of automatic gain control which this device appeared to be set at. The agent advised that the device should be checked for noise and a rv sensitivity programming was recommended. An x-ray was also recommended to check the location of the rv lead. A final report will be sent after further information is received of the patients condition and outcome of this event as the device remains implanted at this time.

Manufacturer narrative:
---